Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument knife head was fractured. The procedure was completed with no reports of patient injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) has followed up with the initial reporter and obtained the following information on (B)(6) 2022: no fragments fell inside the patient during the procedure, because the breakage occurred outside the patient. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace instrument was found to have a broken blade. The blade broke at roughly 0.182¿ from the base. The broken piece was not returned with the instrument. The cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the instrument blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken instrument blades is typically attributed to mishandling/misuse. Additional observation not reported by site was also identified: the harmonic ace instrument was found to have teflon pad damage on the clamp arm. The teflon pad appeared to be slightly deformed. No material was missing. The root cause is typically attributed to mishandling /misuse. A review of the instrument log for the harmonic ace instrument (part number 480275-08 / lot number l90211109-0052) associated with this event has been performed. Per the review, the harmonic ace instrument was last used in a procedure on (B)(6) 2022 via system sk4158. The harmonic ace instrument is a single-use device. Isi has received the images of the broken harmonic ace instrument. The review of the provided image is conducted by the regulatory post market surveillance specialist (rpms). The images confirmed that the harmonic ace instrument blade was detached. This complaint is being reportable malfunction event due to the following conclusion: failure analysis investigations confirmed a missing piece of the blade from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.